Event description:
It was reported that (2) tct75 devices and (1) tcr75 reload were used during a video assisted thoracic surgery. It was reported by the affiliate that the surgeon tried to fire the tct75, but the device was locked out. He tried again with a new reload and device still locked out. A second tct75 device was used and the same thing happened. Another device was used to complete the case. There was no consequence to the patient.